Manufacturer narrative:
(B)(4) units of the bone cement lot 045a23071 have been sold individually between (B)(6) 2023 and (B)(6) 2023, this is the first claim received. Physico-chemical characteristics, functional characteristics and microbiological controls of the batch 045a23071 are compliant.

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) was perf ormed and showed first degree atrio-ventricular block (avb) and left bundle branch block (lbbb). The following day an ECG was performed and showed sinus bradycardia with first degree avb, and lbbb remained. Cardiac telemetry showed episodes of a junctional rhythm during the overnight hours. No treatment was provided; however, it was noted the patient's initial hospitalization was prolonged as a result. Discussion amongst the patient's physicians deduced that due to the bradycardia, the junctional rhythms were competing. The patient was approved for discharge with a 30-day heart monitor. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 corrected data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that event resolved one year after onset.